Manufacturer narrative:
The insulin pump had a frozen display due to a corroded liquid crystal display circuit board. No back light anomaly could be verified due to the frozen display. The operating currents could not be tested due to the frozen display. No button anomaly could be verified due to the frozen display. However, corroded keypad traces were noted. Moisture damage was found on the mother board and interface board. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling and the keypad was unresponsive. Customer's blood glucose was 110 mg/dl. The customer reported exposing the insulin pump to water. Customer also reported a failed battery test alarm and battery out limit alarm on their insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. It was also found the insulin pump passed a self-test during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.